Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump was found to be missing a door latch assembly on the pump head two door. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This was not reported by the customer. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a missing pump head door latch assembly on pump head two. No further testing has been completed at this time and no repairs have been performed. If any additional information is received, a follow-up MDR will be sent.